Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery, which had mild tortuosity and heavy calcification. The lesion was pre-dilated, and an attempt was made to implant a 4.0x38mm xience xpedition stent. The xience xpedition stent delivery system (sds) could not cross the lesion due to the patient anatomy. Due to the multiple attempts to cross the lesion, there was a proximal shaft separation. The distal portion of the xience xpedition sds was simply removed from the patient anatomy and the procedure was successfully completed with a new same-sized xience alpine sds. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.